Event description:
It was reported that the ilet pump¿s display assembly delaminated from the body, and the family temporarily taped the screen to the housing while continuing use; blood glucose values were reported as stable and the patient felt unwell, which the caregiver attributed to fatigue rather than the device. Symptoms included feeling unwell without glycemic disturbance. Outcomes included no change in blood glucose, no emergency care, and no hospitalization. Investigation included remote review of device function based on the reported condition and arrangement for device replacement with return of the original for evaluation. Investigation of this case revealed a screen bezel separation consistent with a device mechanical integrity issue of the display enclosure. It was concluded, based on previously established findings for similar reports, that the cause was component failure related to enclosure adhesion or assembly.